Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a device change and following this, there was noise on both the atrial and ventricular channel seen at follow-up. The patient was asymptomatic. The rv threshold and impedance was high. The patient was brought back in for device revision. There was a large amount of blood in the header, the lead was not fully in the header causing noise. There was blood and dried fluid in the header so the sealing rings would not work properly. The physician reconnected the system. The patient was stable.